Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 03636, was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked and twisted at 2.57 inches proximal from the tip. In conclusion, the reported kink issue was confirmed. The sheath failed the returned product inspection due to the sheath twist/ kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath was not rotating as expected in the right inferior pulmonary vein (ripv). The sheath was removed and a kink was observed on the distal end of the sheath. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.